Event description:
Vascular occlusion [vascular skin disorder] ([skin discolouration]). Case narrative: on 23-jun-2026 the australian subsidiary notified teoxane geneva about an adverse event. This case was reported by a nurse. According to the information received, a patient was injected on (B)(6) 2026 with 1.2 ml of rha 4 in the anterior cheeks (0.4 ml/side) and with 0.4 ml in the piriform fossa (0.2 ml/side) using the bolus technique. Right after the injection, the patient experienced her nose turning to purple with progressive discoloration tracking upwards. The capillary refilled was checked and the area was massaged. A vascular occlusion was diagnosed. Considering the diagnosis provided, the case was assessed as reportable. Since no improvement was noticed and since the discoloration was worsening, hyalase injections (2 vials) were performed to dissolve the filler and the massages were continued. Blood flow gradually returned, capillary refill improved and the purple color subsided back to normal. Led therapy was also initiated for 10 minutes. On (B)(6) 2026 the patient had a consultation for a follow up and the incident was resolved. Considering the symptoms resolution, the case was closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane productsthis is default text configured for block h10